Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 104 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.